Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted there was only torn cable. The black insulation strip was damaged. It is unknown if there was any loss of cautery; arcing, or thermal damage due to the alleged issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted with a damaged conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have the conductor wire insulation damaged on the bipolar yaw pulley near the silicone potting. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The instrument has 5 remaining uses out of 14. The area around the damaged insulation was found to exhibit indentation and gouging.

Event description:
Refer to h10/h11 for follow-up information.